Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range high shock impedance measurement on the right ventricular (rv) lead. The patient was brought in to perform isometrics and pocket manipulation however did not reproduce out of range measurements. Configuration changes to programming were made and test was repeated. All shock impedance measurements remained within normal range. A non-invasive programmed stimulation (nips) procedure was then performed to test the integrity of the patient's system. No noise was reproduceable and all lead and all other lead diagnostics were normal. A requested software upgrade to eliminate variability of shock lead impedance was noted. The device and lead remain implanted. There were no adverse patient effects reported. The situation will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.